Event description:
It was reported that this patient presented to the emergency room (ER) due to a pacemaker anomaly. It was noted that this pacemaker exhibited loss of capture. Upon device interrogation, a lead safety switch (lss) was triggered as a result of right ventricular (rv) lead impedance measurements greater than 3000 ohms. It was also noted that there was noise with isometric testing. The patient had heart rate in the 30 beats per minute (bpm) range and is pacing dependent. Patient had a temporary lead in service then, subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported. Currently, this device remains in service.